Manufacturer narrative:
The insulin pump buttons responded properly and no moisture damage was noted on the keypad. The insulin pump had minor scratches on the display window.

Event description:
A customer's spouse reported via phone call that the customer had issues with the keypad on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The spouse stated that the buttons were hard to press. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. A customer reported via phone call indicating that they experienced low blood glucose of 44 mg/dl. The customer stated that they had a low glucose attack saturday and then the next day they passed out at a store. The customer was hospitalized that sunday on (B)(6) 2015 at 3 or 4 pm. The customer felt disoriented, but details of treatment were not provided. The customer stated that they had a cat scan in which the insulin pump may have been exposed to a magnetic field. The customer also received a failed battery test, a battery out limit, and a delivery anomaly on their insulin pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.